Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to blood glucose (bg) level of 73 mg/dl. Reportedly, customer delivered a 20 unit bolus while sleeping. Customer was given glucose gel while in the ambulance. Once at the ER, bg was treated with intravenous saline. Reportedly, customer left the ER later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned